Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system and similar incident query for this product was not performed since the part and lot number were not reported. Factors that may contribute to the difficulty to advance and difficulty to remove the guide wire and cause resistance may include, but not limited to, anatomical conditions, device selections, techniques used in the procedure, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire or delivery device, interaction with other devices used, coagulation of blood, or procedural contaminates. It should be noted that the hi-torque guide wires ce FDA IFU states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, it is unknown if the reported IFU violation caused or contributed to the reported difficulty to advance and remove. The investigation was unable to determine a conclusive cause for the reported difficulty to advance or the difficulty to remove. A conclusive cause for the reported patient effects of unspecified tissue injury, and tricuspid valve insufficiency/ regurgitation, and the relationship to the product, if any, cannot be determined. However, the reported treatment appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Article, titled "transcatheter patent arterial duct closure n premature infants: a new technique to ease assess to the patent arterial duct, with particular benefit for the tricuspid valve". Date of event: estimated date. The unique device identifier (UDI) is ¿ni¿ because the part number was not provided. (B)(4). The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device and patient effects referenced are filed under separate medwatch report numbers.

Event description:
The prospective study described the evolving techniques of advancing guide wires through the right heart to avoid tricuspid valve damage in transcatheter patent arterial duct closure in premature infants. Hi-torque pilot and spartacore guide wires were used with torqvuetm lp delivery systems and amplatzer piccolo occlusion devices. Prior to the new technique the guide wires may have been related to chordal rupture / leaflet tears resulting in tricuspid regurgitation. With the pilot guide wire, the chordal damage may have resulted from the wire wrapping itself around the chordae or as a result a mismatch of size between the guide wire and the torqvue delivery system. Additionally one patient who underwent the new technique had a renal vein thrombosis which resolved with medication. The link to the pilot guide wire was not reported. Specific patient information is documented as unknown. Details are listed in the article, titled "transcatheter patent arterial duct closure n premature infants: a new technique to ease assess to the patent arterial duct, with particular benefit for the tricuspid valve".